Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a severed electrode. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was obtained. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections d.9 h.6. The recipient reportedly experienced a hematoma around the implant site due to a split case. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient's device was explanted. The recipient reportedly experienced recurrent fluctuating swelling around the implant. The recipient was reportedly given 3 weeks of IV antibiotics (type unknown); however, the issue did not resolve. The recipient underwent aspiration. The recipient was unable to use the device. The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
Correction information: section h.6. The recipient was re-implanted with another advanced bionics cochlear device on (B)(6) 2025. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.